Manufacturer narrative:
The device was returned to the service center and the evaluation confirmed the reported no image malfunction was due to a faulty cable unit. The cable unit was replaced and the device passed all inspection and functional testing. The device was repaired and returned to the customer. The repair history was reviewed which showed the device was last serviced on february 26, 2021 due to a cut in the cable unit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, during an unspecified procedure, the 4k camera head reported had no image. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported image malfunction is due to the breakdown of the cable unit. The breakdown of the cable was potentially caused by the handling of the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the cable could become damaged due to the following: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer technician iii at the user facility further reported that on (B)(6) 2021 prior to a procedure, the 4k camera head was inspected and found to have no image. There was a delay but it was unknown how long. The device was replaced and the procedure was completed. No patient injury or harm was reported. No other devices were replaced.